Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture can not be determined. If the sample is returned a failure investigation will be performed. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
It was reported that after 3-5 days of use, air leaked from the cuff of the tracheostomy tube. The date of initial placement of the tube is not known. The patient required a non-routine removal and re cannulation of the tube. The packaging was discarded and the lot number of the tube is not known.